Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the customer reported a tear. No other information is known at this time.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one (1) device. There were no visual or functional abnormalities found during testing. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.